Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found the pins 1 and 4 in the rj-11 receptible are bent and when a sensor pad is plugged into the rj-11 receptacle and the sensor plug is wiggled, an intermittent connection is caused. (B)(4).

Event description:
The customer did not provide a specific reason for the return of the product. There was no patient incident or injury reported.